Manufacturer narrative:
D10 concomitant products: sigphandle - sig power sigphandle handle, serial# unknown sigpshell - sig power sigpshell control shell, lot# unknown sigadaptstnd - sig power sigadaptstnd linear adapter, serial# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.s

Event description:
According to the reporter, during a laparoscopic robotic-assisted total pelvic exenteration, the green button on the powered handle was lit and blinking in the fourth firing of functional end-to-end jejunal anastomosis, but the firing could not be done even when the trigger was pressed. When loaded a new reload and operated it in the same way, firing was able to be done. There was no patient injury.